Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. Physio replaced the large main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main keypad assembly at the failure analysis center and found the cause of the reported failure to be worn power button; the conductive silver was wearing off the on/off power switch dome.

Event description:
It was reported that the device on/off button was difficult to power on the device. There was no pt use associated with the event.